Event description:
The physician was performing left sided cardiac radiofrequency ablation. During the procedure, the physician noted small to moderate pericardial effusion on intracardiac echocardiogram after transeptal access. Procedure stopped; patient ultimately had a pericardial window procedure to resolve the complication. Procedure and patient factors required longer hospitalization.======================manufacturer response for ep catheter, navistar thermocool (per site reporter).======================response not received yet.